Manufacturer narrative:
Additional information device available for evaluation?: yes. Returned to manufacturer: 05/28/2019. Device returned to manufacturer: yes. Device evaluation: the product was received in a zip-lock bag. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The reported issue was not verified. As at result of the receipt of returned product in method code 4114 provided in the initial report is now updated to 10. Additional results code 114. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Device evaluation: product testing could not be performed because the product was not returned. A product quality deficiency could not be confirmed. The reported issue was not verified. Manufacturing records review: the manufacturing records for the product were reviewed, the product was manufactured and released according to specification. Historical data analysis: a search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed, the dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result, of the investigation there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. Attempts were made to contact the customer account requesting additional information however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported intraocular zma00 21.5 diopter lens (iol) was implanted in the patient¿s ocular sinister (left eye) on (B)(6) 2019. The lens was explanted (B)(6) 2019 due to the surgeon stating that he felt the lens power did not match the lens diopter implanted. It was reported that the incision was enlarged and suture(s) were required and the replacement lens was the same model but lower diopter (23.0). Patient outcome was reported as doing fine. No additional information was provided to johnson & johnson surgical vision.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.